Event description:
It was reported that cardiosave intra-arotic balloon pump(iabp) had touch screen faulty. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation, event site telephone: (B)(6). Corrected fields: e1(initial reporter details), e2, e3. Updated fields: b4, g3, g6, h3, h11.

Manufacturer narrative:
Updated fields: b4, g3, g4, g6, h2, h3, h4, h6 (investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse re-calibrated the screen and screen became effective and operations after the calibration. Function test carried out and all functions/commands and modules functioned as designed. Cardiosave returned to customer in good condition safe for clinical use.